Event description:
It was reported by svc report that the inner siderail fascia panels are missing. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail fascia panel.